Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had battery issues with the insulin pump. Customer had a low battery alert and changed the battery. Customer's blood glucose was 536 mg/dl this evening. Customer received a battery out limit alarm and cleared it. Customer changed the battery and then the screen was blank. Customer then received a failed battery test. Customer stated that she treated with the pump. Customer stated that the screen was not coming back on. Troubleshooting was performed and customer stated that the display returned. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy. Customer was advised that the batteries may be the issue.